Event description:
It was reported during a patient transport the operator end leg allegedly would not raise with power and the manual release had to be used to load the stretcher into the ambulance. Once inside the ambulance it was observed the chain had allegedly broken and would not allow the operator end of the stretcher to lock into the fastener. No injuries were reported with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Damaged links on the chain were observed and attributed to the cot not being able to lock into the fastener at the foot end. It is believed this malfunction is potentially caused by use error in the raising of the legs; however, this malfunction will be monitored for any necessary future corrective or preventative actions. This unit is being retained by the manufacturer per a previous identified remedial action and the new unit will be provided to the customer.